Manufacturer narrative:
Investigation findings: no abnormal wear or damage to exterior front or back of the device. A functional supply connector was attached to the device without issue. However, when attempting to insert a connector attached to a cartridge, the cartridge connector would not lock and was difficult to attach. The complaint was confirmed and replicated. Upon inspecting the drug chamber, debris resembling dried insulin was found inside. After removing the debris, the cartridge connector was able to fully lock into place. The foreign debris was identified as the root cause of the issue.

Event description:
It was reported that the user was unable to insert insulin cartridges into the ilet pump after multiple rewind attempts, and the connector locked without a cartridge, suggesting a blockage in the cartridge chamber; a replacement device was shipped and the user was instructed on data sync, shutdown, and return procedures, with blood glucose reported as unaffected and no alarms or hospital care. No adverse clinical effects reported. Outcomes included interruption of device use and the need for device replacement. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed a suspected obstruction in the pump¿s cartridge bay preventing cartridge seating. It was concluded that the device experienced a mechanical cartridge-loading failure, and the user was provided a replacement device to restore therapy.